Event description:
It was reported that during a trial, electrode deployed but would not advance. The physician elected to reposition the needle. During the removal, a contact sheared off of the lead and remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.